Event description:
It was reported that the small battery drive device was under powered. During in-house engineering evaluation, it was observed that the device made an unusual noise and was vibrating. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was discovered that the device made unusual noise and vibrated. The assignable root cause was determined to be due to various worn components from normal wear out. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as jun 30, 2007 in the initial report. The device manufacture date has been updated as jun 23, 2009. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.